Event description:
Reportedly, the physician tried to implant the pacemaker involved in this MDR report, but during its positioning in the pocket, he observed muscle (pectoral) stimulation. The physician checked the lead integrity in unipolar and bipolar mode. The pacemaker was not kept implanted and was returned for analysis. Another pacemaker was implanted solving the problem.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.